Event description:
It was reported that the patient was going to have surgery today or tomorrow to "extend the wire" from the device because, when he turned his head it would pull on the back of the neurostimulator. The surgery was performed on (B) (6) 2010. A 20 cm extension was added. No components were replaced. The patient was fine when he left hospital to return home. The patient called the evening of (B) (6) 2010 saying stimulation had suddenly changed from his head to into his neck. The patient was seen and reprogramming was attempted on his device to cover the appropriate spot of pain on the right side of his head. Unfortunately, reprogramming was not able to get stimulation up on his head and all attempts seemed to go more toward his neck. The next potential step was to get an x-ray and this was recommended to the doctor's office. No patient treatment or outcome was reported.

Manufacturer narrative:
(B) (4).